Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimate. The device not returned for analysis. A review of the device history record and complaint history of the reported part could not be conducted because the lot number was not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that it was felt the versacore j modified guide wire was sticking on the impella device and could not be removed. No additional information was provided.